Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke off. The tip did not break off inside of the patient. A second fiber was utilized to complete the procedure without injuries to the patient.